Event description:
It was reported that the patient initiated the use of vest, volara and nebulizers therapies after being discharged from the hospital in (B)(6) 2024 and was diagnosed with pectus deformity during an oncology appointment on (B)(6)2024. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient initiated the use of vest, volara and nebulizers therapies after being discharged from the hospital in (B)(6) 2024 and was diagnosed with pectus deformity during an oncology appointment on (B)(6) 2024. The patient¿s mother stated that the cause of the pectus deformity is unknown, but suspects it is related to the use of the vest device as she experienced pain since she started using of the device on approximately (B)(6) 2024. The patient was consulted by her pulmonologist on (B)(6) 2024, who advised the family to hold the use of the devices. There was no report of device malfunction. The patient is a 4-year-old female with relevant history of b-cell acute lymphoblastic leukaemia (b-all) and prior to initiation of use of the devices, had been hospitalized for respiratory failure with hypoxemia and hypercapnia requiring high-frequency ventilation. During follow-up call with a baxter clinical support specialist on (B)(6) 2024, the patient's father stated that a physiotherapist will be consulted, and that the patient was using the vest device 'periodically'. The patient's father also stated he does not believe the use of volara device contributed to the pectus deformity; however, he believes the vest device could have been a contributing factor to the patient's condition 'due to the shake'. Multiple attempts to obtain additional information were performed by the baxter clinical support specialist, however, the patient's family was unresponsive to the latest follow-up attempts. This evaluation refers to the vest device involved in this event. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. Pectus deformity is a term for a chest wall deformity that is usually congenital. The deformity can be 1) familial (40% of cases), 2) associated with connective tissue disorders such as marfan¿s syndrome, 3) secondary to pulmonary conditions that produce increased inspiratory pressures over time, e.g., subglottic stenosis or laryngomalacia or 4) idiopathic (majority of cases). Age of onset is during infancy in 30-80% of cases, however, the age of onset is often different than the age at which it becomes a concern, e.g., adolescence, when the pectus deformity can progress to become deeper and more apparent. There are two main types of pectus deformity: pectus excavatum and pectus carinatum. Pectus excavatum is characterized by a sternum that caves in, causing a sunken appearance in the chest wall. Pectus carinatum is characterized by a breastbone that pushes outward, causing a protruding appearance in the chest wall. Both conditions can affect heart and lung function. Treatment options for pectus deformity (such as pectus excavatum) include wearing a brace to compress the chest, surgery to fix the deformity, physical therapy exercises to improve posture and chest expansion, mild cases may not require treatment. In this case, the patient was diagnosed with pectus deformity three months after the use of the vest and volara devices was initiated. The event was not life-threatening, and the patient will seek the assistance of a physiotherapist to treat the symptoms, however, since the pectus deformity has not fully resolved at this time, a serious injury due to permanent damage to a body structure cannot be excluded at present. Additionally, there was no report of malfunction of the devices. The exact cause of the reported event cannot be determined at this time; therefore, it cannot be excluded that the vest and/or volara devices contributed to the event. It was reported that the patient has resumed periodical use of the vest device, however, the patient¿s family was unresponsive to the latest follow-up attempts. If any additional and relevant information is received, the case will be re-assessed accordingly.